Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted for high impedance in bipolar configuration on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.